Event description:
It was reported that pump displayed cartridge alarm 20 during insulin delivery and repeated alarm after customer attempted to load new cartridge. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support assisted with proper loading steps, arranged pump replacement, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised return of affected pump using pre-paid label within 10 days.